Event description:
It was reported that patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a fractured humeral tray. The humeral tray, humeral bearing and stem were removed and replaced. A delay of over 30 minutes occurred in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.